Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. During the inspection of the device, cardioquip found the pump speed control board had failed. The component was replaced, the device was inspected and found fully functional.

Event description:
Customer complains of burning smell during use.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer complains of burning smell during use.